Manufacturer narrative:
This is the final report.

Event description:
A report was received that the pt would undergo a pocket revision as the pt had lost weight (not device related) and the placement was uncomfortable. The pt was reportedly doing well after the pocket revision.